Event description:
In 2004 pt underwent an anterior exenteration, bilateral pelvic lymphadenectomy, ileal conduit, bilateral ureteral ileal anastomoses. The following month, the surgeon attempted to remove a drain without success. The following day, the pt returned to the or for drain removal. Upon removal, a partial tear was noted in the drain at the level of the superficial drain holes where drain exits the pt's abdomen.